Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer had not addressed the elevated bg at the time of report. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.